Manufacturer narrative:
A spacelabs technical support engineer reviewed the monitor's error log and confirmed that on (B)(6) 2022, the device rebooted and was offline from 12:39pm to 12:42pm. There is not enough information available in the logs to determine the cause of the reboot. A spacelabs field service engineer (fse) was dispatched to further evaluate the reported issue. The fse reviewed the device settings and reported the monitor operated as expected during onsite testing. Our records indicate that there have been no additional reports of this issue received from the customer involving this device. Should any additional information become available, a supplemental report will be submitted in accordance with cfr 803.56.

Event description:
Spacelabs healthcare was notified that an xprezzon monitor went offline. There is no patient harm reported with this event.